Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported sparks were noted from the power cord. The device was returned to the service center with a report that the device had no power. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the service center, sparks were reported coming from an unspecified location of the power cord. There were no reported adverse effects to the technician. No medical interventions were required. Though requested, no additional information was provided.